Event description:
It was reported that a clinical trial patient with a 25mm 3300tfx pericardial aortic valve has exhibited severe aortic valve insufficiency and severe aortic stenosis with thickened aortic leaflet secondary to structural valve deterioration after an implant duration of seven (7) years, six (6) months. The patient has been scheduled for tavr workup. Per received source documents it was learned that the patient underwent a tavr procedure after an implant duration of seven (7) years, seven (7) months. The tavr procedure was successfully performed with a 29mm non-edwards transcatheter valve with no pvl at the conclusion of the case. There were no complications. The patient was discharged home in good condition on pod #1.

Manufacturer narrative:
H10: additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device remains implanted and cannot be evaluated. Despite multiple attempts for the product the device was not returned. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was not returned for evaluation as it remains implanted. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a clinical trial patient with a 25 mm 3300 tfx pericardial aortic valve has exhibited moderate-severe aortic valve insufficiency with thickening aortic leaflet secondary to structural valve deterioration after an implant duration of seven (7) years, six (6) months. The patient has been scheduled for tavr workup.

Manufacturer narrative:
Reference CAPA: 20-00141.

Manufacturer narrative:
H11: corrected data: updated section g4 as it was blank and should be (B)(6)2020.

Manufacturer narrative:
H11: corrected data: updated section g4.